Manufacturer narrative:
Patient information was not provided. The model and serial number of the involved device have not been disclosed by the facility. This information will be provided in a supplemental report if and when made available. The serial number has not been provided, so the manufacture date is unknown. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5059492) on february 12, 2016 stating that three tissue cultures and one fluid culture were taken from a patient after undergoing an aortic valve replacement and mitral valve repair in 2014 that involved a sorin heater-cooler system 3t unit. One of the samples grew mycobacterium avium. The patient was not treated for an infection and has not experienced any issues related to the bacteria. The samples were taken in (B)(6) 2015 after the patient was re-admitted due to the development of embolic strokes. The user medwatch report classified this event as an adverse event because the patient experienced a stroke, however the narrative provided in the user report does not indicate that the adverse event was in any way related to the mycobacterium avium discovered in the cultures. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5059492) on february 12, 2016 stating that three tissue cultures and one fluid culture were taken from a patient after undergoing an aortic valve replacement and mitral valve repair in 2014 that involved a sorin heater-cooler system 3t unit. One of the samples grew mycobacterium avium. The patient was not treated for an infection and has not experienced any issues related to the bacteria. The samples were taken in (B)(6) 2015 after the patient was re-admitted due to the development of embolic strokes. The user medwatch report classified this event as an adverse event because the patient experienced a stroke, however the narrative provided in the user report does not indicate that the adverse event was in any way related to the mycobacterium avium discovered in the cultures.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer was contacted several times, but no further information was received. If any additional pertinent information is provided, it will be provided in a supplemental report. Corrective actions are currently in progress for this issue. Evaluated on site by livanova rep.

Manufacturer narrative:
(B)(6). Sex. Male. During a literature review conducted on december 19, 2016, an article in the philadelphia inquirer (http://www.philly.com/philly/health/philly-heart-surgery-patient-claims-contaminated-device-caused-stroke.html) was identified which contained additional details about the patient documented in user medwatch report 5059492. The article, written on october 19, 2016, discusses a male patient, (B)(6), who had heart surgery in (B)(6) 2014 to replace a faulty aortic valve. The article stated that a few months later, the patient began to feel weak and lethargic. The article reported that in (B)(6) 2015, the patient's right knee buckled and he could not move the leg. The patient had suffered a stroke which the article alleges was caused by slow-growing bacteria that he picked up from a device used during his surgery months earlier. The patient was taken to (B)(6), where scans allegedly revealed what appeared to be blood clots around the heart valve. The patient suffered several more strokes during the following months, and was diagnosed with endocarditis, which necessitated another valve replacement. In (B)(6) 2016, a pennsylvania physician allegedly told the patient that his infection likely came from the heater-cooler device. Multiple attempts have been made to follow-up with the facility regarding the involved patient and heater-cooler device. No additional information has been provided by the customer to date.